Event description:
It was reported that this right atrial (ra) lead exhibited a no capture on the atrial as patient was noted to be in complete heart block in the emergency room. X ray revealed lead dislodgement. A surgical revision was performed one day post operation. This ra lead remains in service. No additional adverse patient effects were reported.